Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer initially reported complaint for e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error had occurred once the test strip was inserted into the meter. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of hi and hi using truetrack meter. The customer did not know her expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer had just purchased the test strips on day of call; customer was informed of proper storage locations.the test strip lot manufacturer's expiration date is 4/13/2020 and open vial date is (B)(6) 2018. Customer was only able to obtain two results from the meter memory: result 1 : hi mg/dl date: (B)(6) 2018 time:07:09 pm fasting, result 2 : hi mg/dl date: (B)(6) 2018 time:07:09pm fasting. Customer called in states the meter is reading e-3 while conducting troubleshooting customer received an hi display.customer states the meter read hi fasting and another hi fasting within 15 minutes of each other.customer states she does not know her normal fasting range is. Customer could only obtain two readings of hi in history of meter.